Event description:
It was reported that the patient¿s blood glucose (bg) level increased to 23 mmol/l (414 mg/dl) while using the pod for approximately 49 to 71 hours. Upon removal from the infusion site on the arm, the pod¿s cannula was observed to be bent. As part of treatment, a new pod was applied. It was further reported that the patient administered multiple correction boluses without effect; however, after the new pod was placed, the correction boluses began to lower the patient¿s blood glucose levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.